Event description:
It was reported by a neurologist via clinic notes that vns patient started having break through seizures. Patient's seizures were recurrent and progressively getting worse. Patient attributes the break through seizures to stress. Good faith attempts to obtain more information from treating neurologist have been unsuccessful to date.